Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2017-product analysis: the device was returned and evaluated by product analysis on (B)(4) 2017 with the following findings: moisture was observed behind the display lens. The bolus button cover was missing. Leaking verified a bolus button leak. Moisture was observed on the pump¿s internal components. The pump failed to power on.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was noted that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or the cartridge compartment.